Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been obtained. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the harmonic ace curved shears instrument allegedly broke off and fell inside the patient. At this time, it is unknown if all the instrument fragments were retrieved.

Event description:
It was initially reported that during the da vinci-assisted paraesophageal hernia repair procedure, the harmonic ace curved shears instrument allegedly broke into several pieces when the surgeon attempted to use the instrument sideways. The site was going to perform an x-ray to ensure that all of the instrument parts were retrieved.